Event description:
An angio-seal device was deployed without complications. Pt later complained of decreased circulation in the right leg. Pre-placement angiogram revealed the puncture was at the bifurcation/superficial femoral artery. The pt had large vessels. A post-deployment angiogram revealed an occlusion, the vessel was stented with no add'l problems. The physician is certified in 8f deployment and is in the process of becoming certified in 6f deployment.